Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image noise. The issue occurred during preparation for a unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, free lock lever corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to flooding of image capture and cables. The event can be prevented by following the instructions for use which state: endoscope image disappearance and freezing (warning): do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. Doing so may cause a hole in the camera cable, which could result in a water leak that could destroy the product's internal electrical circuitry. Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. The video connector, including the electrical contacts, must be thoroughly dry before connecting to the otv-s7pro. Wet connection may cause malfunction. Chapter 4 usage (warning): if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during endoscopy, and you do not know how to recover, turn off the otv-s7pro and then turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is very dangerous to leave the endoscope inserted in the patient while the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull out the tools in the safest way possible before removing the endoscope. Also, during the procedure, be sure to have a spare product available in order to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image noise. The issue occurred during preparation for a unspecified therapeutic procedure. There were no reports of patient harm.